Event description:
According to the reporter: prior to use, it was noticed the transparent shaft deformed. Used another. No patient harm. Operating room time not extended. Cannula had been bent.

Manufacturer narrative:
(B)(4).